Event description:
International affiliate reports two 6 mm monoaxial screws broke eight months post op. The devices remain in the patient who has not experienced symptoms or pain. However, future revision surgery may be necessary. See mfg medwatch report number 1526439-2013-22252 for the second monoaxial screw that was involved in this event.

Manufacturer narrative:
The device is not available for evaluation at this time. A follow up report will be filed upon completion of the investigation. Remains in patient.

Manufacturer narrative:
The screw remains implanted and is not available for evaluation. The catalog number and lot number are unknown. As a result, review of the device history record and complaint trend analysis cannot be performed. X-rays and screw size information were requested but have not provided. In the absence of a product sample, catalog number, lot number, and requested information, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.